Event description:
A report was received that the patient was experiencing charging difficulties. A bsn engineer analyzed the patient's database which revelated premature battery depletion. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information received indicated that the physician explanted the old ipg and implanted a new ipg. The patient was reportedly doing fine after the revision procedure. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing charging difficulties. A bsn engineer analyzed the patient's database which revelated premature battery depletion. The patient will undergo a revision procedure.